Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this newly implanted device exhibited a pocket hematoma which required additional medical intervention due to a worsening condition. The vascular surgeon was able to remove the hematoma mass and completed the procedure via ablation and a thorough cleaning. No additional adverse patient effects were reported and to date, no system changes have been required.